Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral antibiotic, however, the issue did not resolve. The implanted device remains.